Event description:
Analysis of the handheld and software flashcard concluded that the devices performed according to functional specifications.

Event description:
It was reported that the handheld device froze on the interrogation screen. Follow-up revealed that the issues had occurred in the past and that they would resolve after performing a hard reset. The programming system was returned to the manufacturer where analysis is currently underway.